Manufacturer narrative:
Pump not received stuck in manufacturing mode. Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm noted. Pump trace download analysis confirmed the pump alarmed power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power loss alarm, replace battery alert and replace battery now alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. Unit was received with broken belt clip rails, faded/peeling serial number label, scratched case, minor scratched lcd window and cracked select button keypad overlay.

Event description:
The customer reported via phone call that they had low battery alarm on insulin pump. The customer's blood glucose was 300 mg/dl. Recommended customer refer to back up plan. The product was returned for analysis.